Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "on or about (B)(6) 2016, [pt] was implanted with a cook gunther tulip ivc filter. The cook filter placed in [pt] was stated to be appropriate for use as a permanent filter or a retrievable filter. On or about (B)(6) 2017, [pt] underwent a computerized tomography scan ("CT scan") of his abdomen. On or about (B)(6) 2017, [pt] was informed that the CT scan revealed that he had a bilateral pulmonary embolism involving the right upper and lower lobe pulmonary arteries extending to the mainstem pulmonary artery, left lower lobe pulmonary arteries. [Pt]'s injury was inherently undiscoverable or objectively verifiable such that, despite [pt] reasonable diligence, he was unable to discover his injury until on or about (B)(6) 2017. [Pt] faces numerous health risks, including the risks of death. [Pt] will require ongoing medical care and monitoring for the rest of his life."